Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, bme sadia nazir at fort washington medical center reported network wide communication loss on the cns (pu-621ra sn:(B)(4) the rns pc's were unable to log into the software, the splash screen kept rebooting, which was a symptom of networking issues. The cns had communication loss on all monitors. There were no devices on the host table, which also pointed to networking issues. Service requested troubleshooting/assistance service performed based on configuration documentation, nk support determined the common failure point was the cisco sg-200 switch. Customer was advised to check the switch. Customer reported there was power loss caused by a tripped breaker. With the assistance of facility maintenance, they were able to reset the breaker and monitoring resumed shortly. No further issues. Investigation result the device was put into service on (B)(6) 2016, which is over 2.5 years prior to the reported issue. A review of device history found no similarly reported communication loss or network issues. There was system wide communication loss at the facility. This was determined to be caused by factors at the facility which lead to a tripped breaker and interruption of power to the cisco switch. The cns was able to notify the user of issue with message "communication loss". The issue is not related to a device or design deficiency. The issue was resolved at the facility by resetting the breaker. Patient monitoring on the device was able to resume shortly after. The unit was in use with a patient and there was no reported patientharm. Corrected information: g4. Date received by manufacturer: should be 04/04/2019 not 05/01/2019 as listed on MDR initial report additional information: b4. Date of this report d4. Serial # e3. Occupation f6. Date user facility/importer became aware of the event f7. Type of report f9. Approximate age of device f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information correction h4. Device manufacture date h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report:

Event description:
The nurse reported that they are having a network wide communication loss and the central nurse's station (cns) had communication loss on all monitors and the remote monitoring stations (rns) which displays the same data as the cns that it is assigned with is unable to log into the software and keeps rebooting and is a sign of network issues. Biomed from the facility called back stating that the issue was caused by a tripped breaker. With assistance from their facility maintenance, they were able to reset the breaker and monitoring resumed shortly. No patient harm reported. Although this is not a device failure, we are reporting as the devices went down due to power issues causing the network to go down.

Manufacturer narrative:
The nurse reported that they are having a network wide communication loss and the central nurse's station (cns) had communication loss on all monitors and the remote monitoring stations (rns) which displays the same data as the cns that it is assigned with is unable to log into the software and keeps rebooting and is a sign of network issues. Biomed from the facility called back stating that the issue was caused by a tripped breaker. With assistance from their facility maintenance, they were able to reset the breaker and monitoring resumed shortly. No patient harm reported. Although this is not a device failure, we are reporting as the devices went down due to power issues causing the network to go down.

Event description:
The nurse reported that they are having a network wide communication loss and the central nurse's station (cns) had communication loss on all monitors and the remote monitoring stations (rns) which displays the same data as the cns that it is assigned with is unable to log into the software and keeps rebooting and is a sign of network issues. Biomed from the facility called back stating that the issue was caused by a tripped breaker. With assistance from their facility maintenance, they were able to reset the breaker and monitoring resumed shortly. No patient harm reported. Although this is not a device failure, we are reporting as the devices went down due to power issues causing the network to go down.